Manufacturer narrative:
The intraocular lens remains implanted. Halos are a known and labeled possible side effect of multifocal lens implant. The lens met all manufacturing specifications prior to release. Our investigation reasonably suggests this event is not manufacturing related. Intraocular lens remains implanted.

Event description:
A patient reported he is experiencing severe halos 24 months post operative cataract surgery and implantation of a multifocal intraocular lens. Iols remain implanted with no plans to explant.